Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that after surgery for relocation of the atrial lead, the device displayed a system error message.